Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating that the patient's left side capsular contracture was actually baker grade iii. In addition, the patient was also diagnosed with breast ptosis and asymmetry as part of the capsular contractures.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 355cc mentor memorygel xtra breast implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade ii on the left and baker grade IV on the right). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 355cc mentor memorygel xtra breast implant catalog: shpx355 lot: 9665556 sn: (B)(6) and (right) 355cc mentor memorygel xtra breast implant catalog: shpx355 lot: 9915071 sn: (B)(6). This medwatch form is for the right breast prosthesis.